Event description:
Philips received a complaint on the patient information center ix (pic ix) indicating that the yellow and red alarms were not alarming from the central overview. This was later understood to mean that there was no audible alarming. The device was in clinical use on a patient at the time of the event. No adverse event was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the issue. The customer was attempting to reload software from a media sick (all files from media stick on a sandisk usb), the usb would show up in the boot options but could not be boot from. The rse assisted the customer with the loading and setup of the software. The customer identified that the speaker seems very low and yellow and red alarms still are not audible. The rse instructed the customer to check 'control panel' -> 'hardware and sound' -> 'sound'. The speaker was working but the master volume was set extremely low. The customer adjusted the volume "up substantially" and the speaker volume was then easily audible. The rse further instructed the customer to check 'local surveillance' - > 'sounds', "minimum volume" and "current volume" were set to "1" and "inop volume", "yellow alarm volume", and "red alarm volume" are all set to "0". The rse instructed the customer to adjust those volumes to above 0, customer states that they cannot adjust them above "2" and sets them to "2". The customer saved the settings and when tested found that the yellow alarms are now audible.